Manufacturer narrative:
The astral device has been returned to resmed. The investigation methods, results, and conclusions are not finalized at this stage. When further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and powered off while using its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the device was powered by internal battery and all low battery alarms were raised prior to depletion of the device's internal battery. The investigation determined there was no fault found with the device. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a depleted internal battery. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and powered off while using its internal battery. There was no patient harm or serious injury reported as a result of this incident.